Manufacturer narrative:
The b/f syringe unit and the nozzle assembly was returned to tosoh instrument service center (isc) for investigation. Isc evaluated the nozzle assembly by visual inspection and found the sample nozzle bent and damaged. The b/f syringe unit was also evaluated and functional testing confirmed the b/f syringe unit exhibited mechanical problem. The most probable cause of the reported event was cause traced to component failure.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and was not able to reproduce the complaint, however, fse heard an audible grinding noise from the bf syringe. The sample nozzle was bent due to possible improper placement of the nozzle assembly. Upon further troubleshooting, fse found the bf syringe motor was having movement problems, which was likely due to the motor failure. Fse resolved the complaint by replacing the bf syringe unit and nozzle assembly. Fse repaired and validated the analyzer by successfully performing quality control run without error and within published ranges. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6)2021 through aware date (B)(6)2022. There were two similar complaints identified during the search period. The aia-360 operator's manual under section7-1: error messages states the following: (4044) wash. Sy home not found description: the bf syringe motor home position cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to the bf syringe motor failure and nozzle assembly failure.

Event description:
A customer reported error message ¿4044 wash. Sy home not found¿ on the aia-360 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for estradiol. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.